Event description:
Device evaluation revealed a delaminated downstream occlusion seal. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. Visual inspection found a delaminated downstream occlusion (dso) seal. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the unit powered up with alarm 46011, indicating the coin cell battery died. The device was charged for three days, and the dso seal was replaced. The device then passed all testing.